Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
A little asymmetrical farabouf forceps l190mm broke due to too high tension during the pelvic procedure. They used bigger farabouef forceps.

Manufacturer narrative:
The reported event that asymmetrical faraboeuf forceps l198mm was alleged of 'breakage during surgery' could be confirmed. Based on the investigation, the root cause was attributed to be user related. The failure was probably caused by improper maintenance of the device. The device inspection revealed that he holder of the opening ratcheting mechanism is broken and the fractured surface shows corrosion. This points to a fracture initiated by corrosion attack. The corrosion weakened the material, that ultimately gave in upon the application of a force (during usage). Corrosion can occur if the cleaning/sterilization is not done correctly. Moreover inspection of the instrument before surgery should have detected that it might not be proper for use anymore. Indications of proper parameters for cleaning/sterilization as well as inspection instructions are given in the cleaning, sterilization and maintenance guide (B)(4). Note, as stated in the cleaning, sterilization and maintenance guide (B)(4): ¿note: stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. Careful inspection and functional test of the device before use is the best method of determining the end of serviceable life for the medical device. [...] Functional check for forceps, clamps and holding instruments. Description and function: repositioning of bone fragments. Clamping of wire after the wire has been put under tension with the wire tensioner. Potential failure modes: deformed functional surfaces (e.g. Teeth and locking mechanism). Clearance between the handles. Corrosion between adjacent surfaces. Corrosion between pairings of different components. Corrosion on frequently used functional surfaces. Corrosion on the laser engraving. Corrosion of clamping disk may lead to breakage of the disk when put under stress. Preventive maintenance: use an appropriate instrument spray for the mechanism of all moving parts and articulating surfaces. In case of failure, the instrument must be replaced and not be used.¿ [original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
A little asymmetrical farabouf forceps l190mm broke due to too high tension during the pelvic procedure. They used bigger farabouef forceps.